Event description:
It was reported that the user experienced an occlusion alarm on the ilet shortly after announcing a meal while using a steel contact detach infusion set with 23-inch tubing. Initial troubleshooting included testing tubing, confirming no bubbles or kinks, resuming delivery, and subsequently performing a full supply change after a repeat occlusion alert. No reported symptoms. Outcomes included no hospitalization and no medical intervention beyond standard troubleshooting and supply replacement. Investigation included guided troubleshooting, verification of infusion set and tubing, and user education on rewinding the ilet with a full cartridge. Investigation of this case revealed that the occlusion alerts persisted until the user completed a full supply change, consistent with an infusion set or consumable-related delivery obstruction rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent occlusion associated with the infusion set and consumables that resolved after supply replacement.